Event description:
Customer service reported in 03/03 that a patient got sick and mother is afraid it was the pd solution. Four attempts made to contact patient's mother for more information wihtout success. Additional information received 05/03 stating patient had reportedly been hospitalized with pseudomonas. Therefore, as a result of this additional information, pir is being reopened and an MDR filed. Sample not available.